Event description:
A report was received that the patient had a skin blister on the inferior portion of the ipg incision site. Medication was prescribed. It was believed that the event was device and procedure related.

Event description:
A report was received that the patient had a skin blister on the inferior portion of the ipg incision site. Medication was prescribed. It was believed that the event was device and procedure related.

Manufacturer narrative:
Additional information was received that patient¿s skin blister on the inferior portion of the ipg incision site was procedure related and not device related.

Event description:
A report was received that the patient had a skin blister on the inferior portion of the ipg incision site. Medication was prescribed. It was believed that the event was device and procedure related.

Manufacturer narrative:
Expiration date: ni.